Event description:
It was reported that the patient experienced prolonged low blood glucose readings, with a nadir of 39 mg/dl, after switching to a libre 3+ sensor that was within its initial calibration period and reverting to an older ilet pump; the patient attempted to correct with food including cookies, ice cream, a sandwich, and candy, and later reported a glucose of 140 mg/dl while considering temporary pump disconnection. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and user education. Investigation included review of reported use conditions and education that early sensor warm-up can yield inconsistent readings, with guidance to monitor glucose and contact a healthcare professional as needed. Investigation of this case revealed that the cause of the reported lows was unclear, with confounding factors including a newly placed sensor in calibration and pump changes; device malfunction was not established. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.